Event description:
It was reported that the device was used during a tubal ligation, they inserted the trocar as another device was being inserted through the trocar the seal fell into the pt. The seal was retrieved with a new trocar and a babcock, the case was completed. There was no consequence to the pt.